Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: d10: concomitant medical products a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager kept failed. A field service engineer (fse) adjusted the door hasp and replaced the micro switches to resolve the issue and also checked the cable harness. The fse tested the remote manager in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door was failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.